Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 86-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella cp pump met resistance during scheduled delivery for patient support. Multiple attempts were made to place the pump, but the device would not advance beyond the area of the upper diaphragm. Due to the noted resistance, the decision was made to abort the implant. There was no patient harm.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The clinical details states that the patient had calcified and tortuosity vessels condition. The cause of the delivery issue was patient condition related due to calcified and tortuosity vessels condition.